Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic appendectomy, they inserted the battery to the handle, and connected the adapter and then the reload, and checked the jaws opening/closing. They put the device on the surgical table for a while, then the surgeon approached the appendix and tried to fire the device, however could not. They replaced the device with another handle and adapter, and the procedure was completed with no problem. There was no patient injury.

Event description:
According to the reporter, at the first firing of laparoscopic appendectomy, they inserted the battery to the handle, and connected the adapter and then the reload, and checked the jaws opening/closing. The handle indicator flashed while the reload and adaptor indicators were off, they put the device on the surgical table for a while, then the surgeon approached the appendix and tried to fire the device, however could not. They replaced the device with another handle and adapter, and the procedure was completed with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A post market vigilance representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.